Event description:
It was reported that a lead alert was triggered due to high left ventricular (lv) lead impedance. There were varying impedance measurements and an increase in lead thresholds was observed. The lv lead was inactivated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.